Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during an endobronchial ultrasound (ebus), the needle became stuck in the tracheal wall and then broke. Subsequently the needle was retrieved. Although requested additional information has not been provided at this time.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The suspect device was not returned for evaluation and a conclusive root cause could not be identified. The exact cause of the needle break could not be identified, however, based on previously reported similar events, the legal manufacturer determined the needle tube likely broke off by the mechanism below: 1. The needle tube buckled significantly due to force to bend it, which was possibly generated by movements of the patient during the procedure. 2. The buckled needle tube then received force to straighten it. 3. The bending and straightening reduced the strength of the needle tube until it finally broke it off. As stated in the instructions for use, as a preventive measure: when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Do not push the needle slider suddenly. Doing so may cause sudden needle protrusion, resulting in perforation, bleeding, or mucous membrane damage. It can also damage the instrument.